Event description:
Through a sales rep, the manufacturer was informed on may 15, 2003, that a pt was hospitalized after a procedure using the product. Very limited info about the event has been received from the physician despite several attempts to obtain such info. Additional info will be provided to the FDA as soon as it is available. Because of the limited info currently available, any causal connection between the device and the event is unk at this time.